Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall concerning the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged black particles. There was no report of serious patient harm or injury. There was no report of medical intervention. The device is in quarantine at clm hibiscus. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.